Event description:
The customer reported that while the iabp was in use on a patient, the iabp stopped pumping. They received a system failure alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company has made arrangements with the customer for the evaluation of the iabp. A follow up medwatch will be submitted when our investigation is complete. (B)(4).